Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch mmh560-8521h and no non-conformances were identified. One opened sample in two sections of product code 8521h, lot mmh560 was received for analysis. The product code is double armed. During the visual inspection of the opened sample, a suture piece was observed detached do the stress applied to the strand and the other section of the suture was winding in tray. The suture piece was dispensed and examined along of strand, damaged only on a section of the surface was noted and the end of the needle-suture piece matched with between them. Additionally, a functional test was performed, and the tensile strength force was above the minimum requirement. Per the sample condition the assignable cause of performance breakage suture is damaged suture.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. After mounting on needle driver when pulling gently scrub nurse noticed suture cut in half. There was no delay to the procedure, which was completed successfully. There were no adverse patient consequences reported.